Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 425cc mentor smooth round moderate profile saline breast implants in (B)(6)1997. The patient reported that during 2009 she began to experience a multiple of symptoms such as brain fog, low white blood cell count, disorientation, difficulty breathing, wheezing, severe migraines, severe hair loss, ringing in ears, bilateral breast pain, left-sided capsular contracture (baker grade unknown), irritable bowel syndrome, numbness on the left side of the face, numbness left arm, numb left leg, severe fatigue, horrible anxiety, nausea, dizziness, dry eyes to the extent that she can only open one eye in the morning, cognitive motor decline, blurred vision, dark circles under eyes, constantly feeling cold, and unexplained weight loss. The patient reported that she experiences these symptoms 15-20 days out of the month, resulting in her inability to maintain employment. The patient reported that she visited a surgeon on (B)(6) 2019 who attributes her various symptoms to breast implant illness. The patient reported that she consulted many doctors and surgeons, and that her blood work would all come back normal. Additionally, she visited the ER due to sickness. She reported that she was tested for ms and for aneurysms, and those results also came back clear. She also stated that she was placed on anti-anxiety medication. No device issue, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.